Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that, after implant of a right atrial (ra) leadless pacemaker (lp) the patient experienced a cardiac perforation resulting in a cardiac tamponade. The event was resolved, but it is unknown how it was resolved. The patient is stable.